Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The review of the device memory found low telemetry battery voltage. The grey bar was found on the data review. The battery voltage is 2.96 volts. (B)(4).

Event description:
It was reported that the device was, "not able to be used or implanted due to gray bar recorded while the device had been sustained in a normal room temperature for both interrogations." It was noted by the sales representative that a patient was never involved with the product.